Event description:
It was reported that during a procedure performed on (B)(6) 2014, the slp6545 6.5mm x 45mm s-lok polyaxial screw was implanted in the patient and upon attempt to seat the sl1000 s-lok cap screw in the tulip, it would not torque down. As the doctor was not sure which was the cause of the issue, both the polyaxial screw and cap screw were replaced.

Manufacturer narrative:
The returned 6.5mm x 45mm s-lok polyaxial screw and locking cap were evaluated by engineering. The screw was visually examined with the aid of a 5x loop, and then functionally assessed with a mating cap screw. The polyaxial screw's tuplic threads that mate with the cap screw (set screw) contain debris in a portion of the top of two threads. The debris appears to be soft tissue. A cap screw was then functionally assessed with the screw. The cap screw was able to thread into the screw's tulip. The lock screw did encounter some resistance to threading such that the tulip needed to be held to enable lock screw advancement. Some of the debris remained in place. Based on this, it is believe that soft tissue became entrapped in the tulip's threads during the course of the surgery which lead to the reported issue. Review of manufacturing history found a total (B)(4) pieces of this lot were released for distribution in june of 2011 with no deviation or anomalies. A two-year complaint history review did not reveal any previous reports of this nature for the part numbers/lot numbers in this report. Further review of all part/lot number in this report. Further review of all part/lot number in the slpxxxx family of s-lok polyaxial screws did not identify a trend for reports of this nature.